Event description:
It was reported that the device displayed a canister full alarm. The issue was solved by exchanging the canister.

Manufacturer narrative:
The devices, used in treatment, have not been returned for evaluation, nor photos to review. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If devices are returned, then this evaluation will be re-visited. A review of the device history showed that these units passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.